Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records for this lot has been requested.

Event description:
It was reported that on (B)(6) 2013, during a right talus fracture procedure, the tip of the drill bit broke off and remained implanted in the patient. There was approximately a 5 minute delay in the procedure, but the surgeon was able to use another drill bit and complete the procedure with no further problem. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
(B)(4) manufactured the 2.5mm drill bit/qc/gold/110mm, p/n 310.25, and lot number u169136. The supplier's certificate of compliance (dated december 10, 2012) indicates the parts were manufactured to p/n 310.25, revision m. The parts were made to the correct material requirements, and met the hardness and required specifications. The parts were inspected and conformed to the synthes, incoming final inspection sheet number ns061004, revision a (completed january 4, 2013 and january 7, 2013). There were no mrrs, ncrs, or complaint related issues with this complaint. Device is not a single use device.